Event description:
This ra lead was implanted on (B)(6) 1999 and remains implanted at this time. A call was placed to technical services on 04/05/2018 stating that this lead has some undersensing, amplitude are very low and possible for reposition. The following physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).